Event description:
Info received indicates the casters continue to rotate when in brake is pushed from the side but the caster wheels lock.

Manufacturer narrative:
The tech found the brake linkage was worn and a screw was broken in the hex rod. He replaced the casters, brake linkage and hex rod to repair the stretcher.